Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that moisture/corrosion was evident behind the display lens. Reportedly, the user was able to read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of moisture observed behind the display lens; the reported event was not duplicated. However, evidence of corrosion was observed inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. There was no further evidence of moisture ingress observed. Unrelated to the reported event, the display screen was dim and discolored.